Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 221237784 was returned and analyzed. Visual inspection showed that the tip of the loop was ribbed and kinked. All the eight electrodes were in place and the loop was not in shape. In conclusion, the mapping catheter failed the returned product inspection due to the loop of the mapping catheter being kinked. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.